Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aorta. It was reported that the stent graft has migrated approximately 15 mm below the renal arteries. The patient also has a type I endoleak and the aneurysm is currently 12 cm in diameter. Two endurant aortic cuffs were implanted a 32x32x49 and a 36x36x49. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).